Manufacturer narrative:
(B)(4)

Event description:
According to the reporter: two balloon units would not open up during the surgery. A third one worked and was used to complete the case with no problems.